Manufacturer narrative:
No RMA issued, product not anticipated to be returned for evaluation. Should additional information become available a supplemental record will be filed.

Event description:
It was reported by dealer that the irc5po2 concentrator does not turn on, no lights on the display. When you turn it on the dealer states he hears beeps about every second but no air coming out. No alarm. The dealer had no serial number and no account number.